Manufacturer narrative:
Eval results: other - lack of info (no films or operative reports were provided). (Migration). Other - lock of info (no films or operative reports were provided). Other - (requires secondary intervention).

Event description:
An unk size talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 25 months ago. Aneurysm and vessel morphology at the time of implant were not reported. On a recent follow-up approx 1 month ago, it was reported the stent graft had migrated. No add'l info was provided and no add'l clinical sequelae were reported. Although the model number for the device mentioned in this event was not reported, this product was not marketed in the us in 2006; therefore, the model used in the event is not distributed in the us.